Manufacturer narrative:
The reported event of lead fracture was confirmed. As received, visual inspection showed the returned lead was found all internal wires were broken. These fractures are consistent with an overstress condition or sudden event the lead was subjected to while still in vivo. The cause of the event is consistent with damage during use.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient lost stimulation. In turn, surgical intervention was taken on (B)(6) 2019. Intra operative testing revealed low impedance. As such, the physician explanted the lead and believes the lead was fractured. A new lead was implanted addressing the issue. Reportedly, therapy was restored post operatively.